Manufacturer narrative:
Review of medical records: labs drawn and pd fluid showed positive for gram positive cocci in clusters. Patient was started on antibiotics. There was no reported device malfunction or cassette leak. The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. The record review confirmed the labeling, material, and process controls were within specification. There were no reported device malfunctions. A review was performed by the post market clinical department. Per the pharmacovigilance physician, peritonitis is a known complication of peritoneal dialysis, caused by a break in the sterile field and /or aseptic technique. There is no history of device malfunction or cassette leak which could have caused or contributed to this event of peritonitis.

Event description:
During call to tech support, the patient mentioned that his pd fluid was "murky". Subsequent follow up patient pd nurse, confirmed that patient was treated for peritonitis. Nurse believes peritonitis may be due to touch contamination, and not due to the cycler. There was no reported device malfunction or cassette leak.